Event description:
It was reported that the user experienced hypoglycemia, noting a low blood glucose of 57 mg/dl after receiving an alert 65 (reported under MFR report # 3019004087-2025-06295). Troubleshooting and education were completed, and no device alerts or alarms were reported. Symptoms included signs consistent with low blood glucose and feeling jittery. Outcomes included self-treatment with oral glucose and recovery without medical intervention or hospitalization. Investigation included complaint handling with technical review and user counseling. Investigation of this case revealed no device malfunction identified and use of recommended corrective actions by the user. It was concluded that the event was consistent with hypoglycemia of unclear cause with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.